Manufacturer narrative:
No product sample(s) were returned and no photographs or videos were provided for investigation. Therefore a comprehensive failure investigation was unable to be performed and a probable cause cannot be identified based on the information provided. A device history review (DHR) for lot numbers 4112927, 3947938, 4046520, 380627 was conducted and there were no non conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received. The lot number of the device that was in use is unknown. The customer identified four possible lot numbers (plots). The possible lot numbers are 4112927 (expiry date 06/01/2022, MFR date 06/01/2019), 3947938 (expiry date 06/01/2022, MFR date 06/01/2019), 4046520 (expiry date 06/01/2022, MFR date 06/01/2019) and 3806275 (expiry date 06/01/2022, MFR date 06/01/2019).

Event description:
The event occurred on an unspecified date in (B)(6) 2019 and involved a transpac IV monitoring kit that when the plunger broke, a blood leak was noted out of the tip of the plunger. The device was replaced with a new one. There was patient involvement and no adverse event was reported.